Event description:
It was reported to medtronic neurosurgery that a patient stated in (B)(4) that she woke up with a low pressure headache. She claimed that it felt like her valve had adjusted itself again. She reported that her valve was readjusted two weeks ago.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompanies the device cautions that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All valves are 100% tested at the time of manufacture.